Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation¿ was confirmed. Microscopic inspection of the paddle lead (3228) revealed there were wires detached from the electrodes on the paddle. Continuity testing showed channels 1a, 1b, 2a, 3, 4, 11, 15a, and 15b were electrically open. The detached wires could have caused a change in the systems stimulation output. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06251 and 1627487-2015-06252. Additional information received identified surgical intervention took place during which the patient's physician tested all connection sites and found high impedances to be present at both extension sites as well as the lead. The extensions and lead were explanted and replaced; effective stimulation was reportedly restored postoperative.

Event description:
It was reported the patient was experiencing ineffective stimulation as well as stimulation in the wrong location from her scs system. An sjm representative met with the patient but was unable to provide effective stimulation through reprogramming. System diagnostics also revealed high lead impedances. X-rays taken did not indicate any anomalies to be present. The patient's physician plans to move forward with exploratory surgery at a later date as the next course of action to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06251 and 1627487-2015-06252.